Event description:
It was reported that the patient had an inappropriate shock. The local representative checked the system. During testing, none of the three sensing vectors were acceptable for the patient. The intrinsic amplitudes were too low. The doctor elected to replace both the pulse generator and the electrode with a transvenous system. The subcutaneous system remains implanted and will be explanted at a later date. There were no additional adverse patient effects.